Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leaked from a cut on the tubing and adhered to the patient's clothes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received 3 samples and 9 photos for investigation. The photos were reviewed and the indicated failure mode for damaged (cut) tubing was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and upon completion the indicated failure modes of damaged tubing and leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failures mode of damaged tubing and leakage. Bd has initiated further root cause investigation relating to the issues of damaged tubing and leakage through CAPA#4688284.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leaked from a cut on the tubing and adhered to the patient's clothes."